Event description:
It was reported that the tubing came apart while hanging a new bag of propofol, prior to being placed in the device at the time of event. Critical care services. There was no patient involvement. The tubing was in use for (2) days. (Received a copy of the customer's medsun report from FDA which states, ¿while hanging new bag of propofol infusion and tubing in alans pump, tubing came apart at connection site. Nurse reprimed a new set of tubing, placed in IV pump and infusing without difficulty".)

Manufacturer narrative:
Additional information provided; d.4, & h.6. (Device code) the customer's report that the tubing came apart was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the primary set's upper fitment and silicone segment components. Examination under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment and the silicone segment measured to be within specification(s). No issues of concentricity with the silicone segment were observed. The root cause was not identified.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿while hanging new bag of propofol infusion and tubing m alans pump, tubing came apart at connection site nurse reprimed a new set of tubing, placed m IV pump and infusing without difficulty".

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. White. Additional information is not available.

Event description:
It was reported that the tubing came apart while hanging a new bag of propofol prior to placing the tubing in the device. This event occurred in the critical care service area, and there was no patient involvement. The tubing had been in use for two days.